Event description:
The customer reported that an e7507 pt return electrode (pad) was used in conjunction with a tonsillectomy. On day 7, postoperatively, the pt experienced re-bleeding and had to be admitted to the hosp. A transfusion was required. The surgeon believes it is due to the pad.

Manufacturer narrative:
No sample was available for eval. A review by engineering comparing our pad to the one previously used by the site could find no reason why the covidien pad would cause any less output or surgical effect.